Event description:
The customer reported that the unit fails oxygen flow testing. There was no patient involvement.

Manufacturer narrative:
MFR received date: 25sep2019. The field service engineer was informed during follow up with customer that the issue had been resolved and it was the test setup that the customer was using that caused the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit fails oxygen flow testing. There was no patient involvement.